Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse found that the thumbscrews were damaged and the central processing unit (cpu) cover threads were stripped preventing the thumb screws from attaching. The rubber feet were also missing from the unit. The fse replaced the cpu cover, rubber feet, thumbscrews and fan guard and the issue was resolved.

Event description:
It was reported that the unit would not attached to the stand and that the fan guard was broken. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.